Event description:
This is a spontaneous report by a us facility nurse of cloudy effluent and patient expiration in a (B)(6) male patient coincident with dianeal therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a follow up call, the nurse indicated: on an unreported date in 2010, the patient may have developed (B)(6) and infection. On (B)(6) 2010, the patient expired, cause unknown. Treatment information was not known. It was unknown if an autopsy was performed. Dianeal therapies were ongoing at the time of the patient's death. Per the nurse, the death was not related to dianeal therapies. The cause of death was reported as "deterioration" and failure to thrive.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4) -a batch review was performed for potentially associated lot numbers (h10e27109, h10f160068 and h10e04066) with no deviations from standard procedure. Root cause for the peritonitis was not identified due to insufficient information available. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the first of two reports associated with this event.